Manufacturer narrative:
Reporter occupation = lead tech. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
As reported, during an unknown procedure via access in the central right internal jugular vein, a sheath from the micropuncture transitionless access set separated in the patient. The anatomy was not calcified. The 0.018-inch wire from the set was also used during the procedure. The separated portion of the sheath remains in the left pulmonary artery and reportedly cannot be retrieved, as it is not radiopaque. There has been no report that the patient required any additional procedures resulting from this event.

Manufacturer narrative:
Correction: a medwatch report was received on 06oct2020 and inadvertently not attached to the last report. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Event description:
A medwatch report was received on 06oct2020, the procedure being completed was an ivc filter placement due to lower extremity dvt with bleeding complications. During placement of the device, resistance was noted. The operator decided to exchange the device for a stiff micro puncture system. Upon removal of the device, about 1 cm of the outer sheath was found to be missing.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No new patient or event information to report.

Manufacturer narrative:
Description of event: as reported, during an ivc filter placement due to lower extremity dvt with bleeding complications via access in the central right internal jugular vein, a sheath from the micropuncture transitionless access set separated in the patient. The anatomy was not calcified. The 0.018-inch wire from the set was also used during the procedure. During placement of the device, resistance was noted. The operator decided to exchange the device for a stiff micro puncture system. Upon removal of the device, about 1 cm of the outer sheath was found to be missing. The separated portion of the sheath remains in the left pulmonary artery and reportedly cannot be retrieved, as it is not radiopaque. There has been no report that the patient required any additional procedures resulting from this event. Investigation¿ evaluation: a document based investigation was performed including a review of complaint history, device history record, documentation, drawings, the instructions for use, interview of personnel, manufacturing instructions, quality control data, and specifications. The complaint device was not returned; therefore, no physical examinations could be performed. The complainant did return photos which show the separation of the outer catheter with a 4fr stamp. It appears that the sheath was separated a few inches from the proximal end. From the photo it appears to have been cut and then stretched for the remainder, though the photos are hard to discern clear analysis from. No distal end appears in the photos. A review of the device history record found no non-conformances related to the reported failure mode. Because there are no related non-conformances, adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field, it was concluded that there is no evidence that nonconforming product exists in house or in field. A review of complaint history records shows no other complaints associated with the complaint device lot. The instructions for use (IFU), provides the following information to the user related to the reported failure mode: ¿precautions": when inserting, manipulating or withdrawing a device through an introducer, always maintain position. Do not attempt to insert or withdraw the wire guide and/or introducer if resistance is felt.¿ a CAPA was previously opened in response to a high number of complaints associated with this failure mode. The CAPA was closed at the root cause phase. Risk benefit analyses were performed for rpns in scope of the CAPA. The rbas concluded that the benefits of using the device outweigh the risks a review of relevant manufacturing documents was conducted. It was concluded that the device aspect in question was visually/functionally inspected by quality control and no related gaps in production or processing controls were noted. Based on the provided evidence and the completed investigation, cook has concluded device failure contributed to this incident. Per the quality engineering risk assessment, no further action is warranted. Cook will continue to monitor this device via the complaints database for similar complaints. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.